Manufacturer narrative:
The reported event occurred on 21oct2022. Updated b3, event date.

Manufacturer narrative:
The suspect device was returned to olympus, however, an evaluation has not been performed at this time. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report that their high flow insufflation unit's front panel does not light up and the settings from the last use are not displayed. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, a blackout occurs. Additionally, there was a lack of letters in the rear panel; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the blackout occurred due to a failure of the main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.